Event description:
A customer reported experiencing alarm 2 followed by alarm 26 without prior occlusion on the same day. There was no adverse impact on the customer's blood glucose level, as it was reported not to have exceeded 500 mg/dl (27.7 mmol/l). The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin delivery, making further assistance unnecessary. Consequently, the case was closed by technical support.